Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. Customer stated that the white cap was missing on top of the reservoir. Customer stated that the blue transfer guard was hard to remove. Customer stated that the infusion set tubing came apart. Customer reported that the auto mode was turned off. The insulin pump will not be returned for analysis.